Event description:
It was reported that the patient experienced over stimulation, inadequate stimulation and undesired sensations due to the leads had migrated which was confirmed thru fluoroscopy imagery. The patient underwent a lead replacement procedure. The explanted devices were disposed by the facility. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5001356 UDI: (B)(4).